Event description:
Procedure: lap hernia repair. According to the reporter: the rubber seal was sliding into the trocar, another device was used to finish the case. There was no indication that any pieces fell into the surgical area or that this may have impacted the procedure.